Event description:
A discordant, falsely elevated (na) result was obtained on a dimension xpand plus without hm instrument on one patient sample. The discordant result was not released to the physician(s). The sample was repeated on the same instrument after troubleshooting, resulting as expected. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc specialist discovered that the pump rate was low and instructed the customer to replace the pump tubing and adjust the pressure foot. The pump rate was then in range. The cause of the discordant, falsely elevated na result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.